Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for implant of system, the atrial lead dislodged. The physician attempted to reposition the lead, due to patient's anatomy the lead was explanted and a newlead was placed successfully. The patient was in stable condition post procedure. The patient would continue to be monitored.